Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the info submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (info for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that a filter that was placed one day ago migrated, was tilted 90 degrees, and perforated the pt's gall bladder. The filter was implanted infrarenal with the tip of the filter at pedicle of l1 due to a thrombus in the ivc. The pt presented to the ER one day after implantation with abdominal pain. The pt's gall bladder was subsequently removed due to an underlying issue. The filter was removed.